Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had mine out after 10 months') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fallopian tube cyst ("onlt took the tubes- he said they had cyst"), abdominal distension ("this huge belly 7 years later") and levator syndrome ("levator syndrome"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, fallopian tube cyst, abdominal distension and levator syndrome outcome was unknown. The reporter considered abdominal distension, fallopian tube cyst, levator syndrome and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event - levator syndrome and reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had mine out after 10 months') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fallopian tube cyst ("onlt took the tubes- he said they had cyst") and abdominal distension ("this huge belly 7 years later"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, fallopian tube cyst and abdominal distension outcome was unknown. The reporter considered abdominal distension, fallopian tube cyst and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.